Manufacturer narrative:
The field service representative (fsr) found base batteries charge status had switched to zero (alternating current power mode) but were not fully charged. Total nominal available capacity (tnac) was only 7.5 amp hours (ah). Fsr verified both power supply voltage readings were passing and performed battery charging test on the base of the heart lung machine (hlm).the base charge status again would switch over to fully charged but tnac was still only 7.5 ah. The base batteries were replaced since they could no longer charge to 18 ah. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2021 the system was ran on battery until a depleted battery shutdown occurred. This caused the power manager to determine the current capacity of the battery by measuring how many ah it took to fully recharge a depleted battery. In this case the batteries had less than 18ah of capacity causing the last measured discharge (lmd) to be low. This will also cause a 'battery needs service' message in the perfusion screen. The value was likely low since only 36 minutes of battery time was reported for a fully charged battery which would cause a red battery icon as reported. On (B)(6) 2021 it appeared 'new battery' was pressed indicating the batteries were replaced. Eventually the batteries were fully charged and the battery icon would have turned green. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) observed that the batteries could not be fully charged. Both batteries were charged to a tnac of 18.0000 ah. Both batteries met the minimum voltage of 12.5 volts direct current (vdc) but failed to meet the minimum conductance of 375 siemens (s). The pst observed the lab-use only (luo) test platter to shut down after only 15 minutes which failed to meet the specification for the discharge time for the batteries.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery symbol on the central control monitor (ccm) was red and the batteries were not charging. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.